Manufacturer narrative:
An event regarding excessive levels of chromium cobalt involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided for clinician review. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as return of device, pre and post operative x-rays, operative reports, histopathology report as well as patient history and follow-up notes are required to complete the investigation to determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is alleged through the filing of a lawsuit by the attorney that the plaintiff underwent a left total hip arthroplasty on (B)(6)2007. It is further alleged that blood work revealed "excessive levels of chromium cobalt". The plaintiff was then revised on (B)(6)2016.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is alleged through the filing of a lawsuit by the attorney that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2007. It is further alleged that blood work revealed "excessive levels of chromium cobalt". The plaintiff was then revised on (B)(6) 2016.